Manufacturer narrative:
Medwatch field b7 was updated.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received questionable results for multiple samples from the same patient tested with the crep2 (creatinine plus ver.2) assay on a cobas 8000 c702 module, serial number (B)(4). An interference affecting the roche results is suspected. (B)(6) 2022. Venipuncture time of patient sample 1: 18:00. Patient sample 1 initially resulted in a crep2 value of < -42 umol/l, accompanied by a data flag, and repeated as < -28 umol/l, accompanied by a data flag. Venipuncture time of patient sample 2: 20:06. Patient sample 2 initially resulted in a crep2 value of < -25 umol/l, accompanied by a data flag and repeated as < -35 umol/l accompanied by a data flag. (B)(6) 2022, a sample of the patient was measured with a 1:2, 1:5, and 1:10 dilution, resulting in crep2 values of 73 umol/l, 14 umol/l and 2 umol/l. It was asked but it is unknown if the results are from a different sample collected from the patient or if these were repeats from any of the other samples. (B)(6) 2022, patient sample 3 resulted in a crep2 value of < -53 umol/l, accompanied by a data flag. Patient sample 3 was repeated in a different laboratory on a cobas c 502 analyzer, resulting in a crep2 value of 125.8 umol/l. (B)(6) 2022, patient sample 4 initially resulted in a crep2 value of < -74 umol/l, accompanied by a data flag and repeated as < - 32 umol/l, accompanied by a data flag. Additional results for one sample were provided. It was asked but it is unknown when this data was measured and with what sample. The results of the sample are as follows: the sample initially resulted in a crep2 value of < -42 umol/l, accompanied by a data flag. The sample was repeated three times, resulting in crep2 values of < -29 umol/l, < -46 umol/l and < -28 umol/l. All results were accompanied by a data flag. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Three sample aliquots, collected on (B)(6) 2023, and two sample aliquots collected on (B)(6) 2023 from the same patient were provide for investigation. The customer¿s negative crep2 values could be reproduced. Further investigations of the samples determined the issue was consistent with a gammopathic interference. Per product labeling: "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results." The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem.

Manufacturer narrative:
Medwatch field b7 was updated.